Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the sheath, an attempt was made to flush the sheath using a syringe, but it was observed that numerous bubbles entered the syringe, the valve was no air proof. A noise was heard while retracting blood. The sheath as replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis.